Manufacturer narrative:
Product analysis #(B)(4): pe (B)(4) brief description of complaint: at the end of the procedure, when the wand was removed from the patient, staff noticed it was an empty capture with a broken wire. One wire was detached at the distal tip; the rest of the wires fused completely and we received a green indicator light that deployment was successful, nothing fell into the patient. Analysis conclusion: complaint confirmed: one of the wires present within the multileaf element is broken, however, it cannot be determined which wire segment of the multileaf element is broken or when the wire segment became damaged. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast biopsy case, when the intact wand was removed from the patient, staff reported the wire on the device tip fractured at the distal end. Nothing was left in the patient and there was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast biopsy case, when the intact wand was removed from the patient, staff reported the wire on the device tip fractured at the distal end. Nothing was left in the patient and there was no patient harm.